Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified, the patient received a different model scs ipg on (B)(6) 2015. The communication issue resolved with the surgical intervention. Additionally, after further review, it was clarified that only the scs ipg was explanted on (B)(6) 2015. The scs leads were explanted at a later date (reference MFR. Report: 1627487-2015-15229 as noted in follow-up 001).

Event description:
It was reported the patient was no longer able to establish communication between his scs ipg and external devices after not charging for at least 3 months (date of event is unknown). The scs system was explanted as a result of additional issues(reference MFR. Report: pending) found during the (B)(6) 2015 surgical intervention to address the ipg issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Reference MFR. Report:1627487-2015-15229.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.